Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10" message while wearing the adc freestyle libre sensor and subsequently experiencing a loss of consciousness. Customer was attended to by paramedics and reportedly diagnosed with hypoglycemia, however it is unknown what, if any, treatment was provided as customer could "not tell what was administered". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Performed visual inspection on sensor plug assembly and no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a "scan again in 10" message while wearing the adc freestyle libre sensor and subsequently experiencing a loss of consciousness. Customer was attended to by paramedics and reportedly diagnosed with hypoglycemia, however it is unknown what, if any, treatment was provided as customer could "not tell what was administered". There was no report of death or permanent impairment associated with this event.